Manufacturer narrative:
The t:slim cartridge user guide stated to replace the cartridge every 48 hours if using humalog. The t:slim cartridge user guide stated to change your infusion set every 48¿72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) levels ranged from not being impacted to between 300-400 mg/dl. The customer changed cartridges and delivered a bolus to address bg level. Reportedly, the customer was hospitalized with diabetic ketoacidosis, and was treated with insulin drops. It was confirmed that the customer had shots available as alternate insulin therapy if needed. The customer reported that the cartridge and infusion set had been in use for four days. Multiple attempts were made to follow up; however, the customer did not respond.